Event description:
It was reported that balloon rupture occurred. Two 14-4/5.8/75 xxl vascular balloon catheters were used and ruptured during third inflation at 2 atmospheres. The procedure was completed with a gladiator balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 20mm proximal of the distal tip to balloon bond. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No damage or kinks were identified on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Two 14-4/5.8/75 xxl vascular balloon catheters were used and ruptured during third inflation at 2 atmospheres. The procedure was completed with a gladiator balloon. No patient complications were reported. It was further reported that the target lesion was located in a fistula in the arm.